Manufacturer narrative:
Haemonetics product support reviewed the issue and determined the blood track software was working as intended based on the information in the logs. According to the log, on (B)(6) 2024, everything was correctly processed, the emergency blood button was initiated, and response code 182 was received. Two kiosks were used and both worked correctly, with a slight delay of 20 seconds. Third party software may have been involved causing the incident. This case is still under investigation at the hospital.

Event description:
This report is being submitted to align with customer reporting requirements. The use of the haemonetics medical device in the transfusion procedure is not suspected to have resulted in the adverse outcome of the patient. On (B)(6) 2024, customer reported that a user was not able to add an mrn number on screen within the emergency release process. Touch screen was slow and unresponsive, causing the user to retrieve blood product from an alternate location. The problem, based on the description, appears to be attributed to a 3rd party software. The user requested their local it team investigate and the issue was resolved. There is limited patient information and no cause of death was provided to us by the customer.